Manufacturer narrative:
This product is not marketed in the us. Device evaluation: product evaluation found that the lens was returned dry, with small amounts of liquid present, in a lens case/vial. Visual inspection found small particulates on lens surface. (B)(4). Work order search: no similar complaints types events were reported for units within the same lot. Device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vicm5_13.2, -5.0 diopter, implantable collamer lens in the patient's left eye (os) (B)(6) 2017. On (B)(6) 2017, the lens was explanted due to blurred vision and white material on the lens. On (B)(6) 2017, the patient's bcva was 20/13.

Manufacturer narrative:
Device available for evaluation: the device was returned to the manufacturer of 15-dec-2017. (B)(4)